Manufacturer narrative:
H.6. Investigation summary: this statement is to summarize the investigation of a complaint involving epicenter. It was reported that a ups was smoking and caught fire. No other issues were reported. Bd investigated the issue. The customer reported that the ups connecting to epicenter computer caught fire. Customer is looking for a new ups replacement. Bd provided a quote for a new ups. The customer did not respond to the quote. The case was closed. This is a confirmed failure of a bd product. Review found complaints of this type were under statistical control for the month of august. Device history record review was not applicable as this is a standalone software product, and the operation/functionality of this type of product is confirmed at the time of installation. Reports of this type will continue to be monitored. If you have any additional questions or concerns, please do not hesitate to contact bd technical support.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: b5. Describe event or problem: it was reported that while using bd epicenter¿ data management system, the ups did not catch fire, but depleted due to malfunction. The ups and battery were provided by the facility. No patient impact reported. F11. Imdrf annex a grid code: a05 - mechanical problem (1384). Investigation summary: this statement is to summarize the investigation of a complaint involving epicenter. It was reported that a ups was smoking and caught fire. No other issues were reported. Bd investigated the issue. Bd contacted the customer. The ups did not catch fire. It had depleted due to malfunction. The battery that had died was a replacement battery that was not provided by bd. The battery that died was a facility provided ups. Bd sent a quote for a replacement. Based on the investigation, the complaint cannot be confirmed. As no complaint trends are present at this time, no further action will be taken. This is an unconfirmed failure of a bd product. The nuc has been designed and manufactured in such a way as to reduce, as far as possible, the risks of fire or explosion during normal use and in single fault condition. It has been evaluated to and meets the requirements of the following standards: ul 62368-1, "audio/video, information and communication technology equipment - part 1: safety requirements." (Ul file number: e210882). Csa c22.2 no. 62368-1, "audio/video, information and communication technology equipment - part 1: safety requirements." (Ul file number: e210882). Review found complaints of this type were under statistical control for the month of august. Device history record review was not applicable as this is a standalone software product, and the operation/functionality of this type of product is confirmed at the time of installation. Service history review has been completed and revealed no prior cases with this failure mode. Reports of this type will continue to be monitored. Based on the investigation, the complaint cannot be confirmed. As no complaint trends are present at this time, no further action will be taken.

Event description:
It was reported that while using bd epicenter¿ data management system, the ups did not catch fire, but depleted due to malfunction. The ups and battery were provided by the facility. No patient impact reported.

Event description:
It was reported that while using bd epicenter¿ data management system, the ups that is connecting epicenter caught fire. No patient impact reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.